Event description:
This case was initially received via regulatory authority ((B)(6)) on 08-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of metrorrhagia ('metrorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), headache ("headache"), vertigo ("vertigo"), discomfort ("discomfort") and irritability ("irritability"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy by laparoscopy for removal of implants). At the time of the report, the metrorrhagia, abdominal distension, headache, vertigo, discomfort and irritability outcome was unknown. The reporter provided no causality assessment for abdominal distension, discomfort, headache, irritability, metrorrhagia and vertigo with essure. The reporter commented: since the placement, the patient describes symptoms significantly altering her quality of life (headache, vertigo, discomfort, irritability, abdominal bloating and metrorrhagia). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 08-jul-2019. The most recent information was received on 29-jan-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('metrorrhagia / haemorrhagic periods') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), vertigo ("vertigo"), discomfort ("discomfort") and irritability ("irritability"). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced headache ("headache"), fatigue ("chronic fatigue"), dizziness ("swaying") and feeling jittery ("jitteriness"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy by laparoscopy for removal of implants). At the time of the report, the menometrorrhagia, abdominal distension, headache, vertigo, discomfort, irritability, fatigue, dizziness and feeling jittery outcome was unknown. The reporter provided no causality assessment for abdominal distension, discomfort, dizziness, fatigue, feeling jittery, headache, irritability, menometrorrhagia and vertigo with essure. The reporter commented: since the placement, the patient describes symptoms significantly altering her quality of life (headache, vertigo, discomfort, irritability, abdominal bloating and metrorrhagia). She has difficulty driving during severe fatigue. Amendment: the report was amended for the following reason: due to internal review primary reporter was amended from regulatory authority to (primary reporter:) pharmacist. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 08-jul-2019. The most recent information was received on 29-jan-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of metrorrhagia ('metrorrhagia / haemorrhagic periods') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), vertigo ("vertigo"), discomfort ("discomfort") and irritability ("irritability"). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced headache ("headache"), fatigue ("chronic fatigue"), dizziness ("swaying") and feeling jittery ("jitteriness"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy by laparoscopy for removal of implants). At the time of the report, the metrorrhagia, abdominal distension, headache, vertigo, discomfort, irritability, fatigue, dizziness and feeling jittery outcome was unknown. The reporter provided no causality assessment for abdominal distension, discomfort, dizziness, fatigue, feeling jittery, headache, irritability, metrorrhagia and vertigo with essure. The reporter commented: since the placement, the patient describes symptoms significantly altering her quality of life (headache, vertigo, discomfort, irritability, abdominal bloating and metrorrhagia). She has difficulty driving during severe fatigue. Most recent follow-up information incorporated above includes: on 29-jan-2021: the following events were added: chronic fatigue, jitteriness, swaying, on products start date was updated from (B)(6) 2014, for event headache onset date was updated from (B)(6) 2014 to 2016. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 08-jul-2019. The most recent information was received on 16-mar-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('metrorrhagia / haemorrhagic periods') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), vertigo ("vertigo") and irritability ("irritability"). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced headache ("headache"), fatigue ("chronic fatigue"), dizziness ("swaying") and feeling jittery ("jitteriness"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy by laparoscopy for removal of implants). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia, abdominal distension, headache, pelvic discomfort, vertigo, irritability, fatigue, dizziness and feeling jittery outcome was unknown. The reporter provided no causality assessment for abdominal distension, dizziness, fatigue, feeling jittery, headache, irritability, menometrorrhagia, pelvic discomfort and vertigo with essure. The reporter commented: since the placement, the patient describes symptoms significantly altering her quality of life (headache, vertigo, discomfort, irritability, abdominal bloating and metrorrhagia). She has difficulty driving during severe fatigue. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.